Manufacturer narrative:
Based on new information obtained, the complaint and work order were created in error. The nav ring is working fine and does not need to be replaced. Therefore, this report is being redacted.

Event description:
Philips received a complaint from the customer indicating that the navigation ring on the v60 ventilator was not working. It is not known if the device was in clinical use at the time of the reported event. There was no report of patient or user harm.